Event description:
02/air blender was attached to oxyhood, with fi02 dialed in of 40%. When gas flow was analyzed, analyzer showed 21%. Analyzer was changed with subsequent results the same. Gas flow was then analyzed directly from blender which was dialed in to 100%.